Event description:
It was reported that patient presenting as a transfer for chronic incarcerated ventral hernia containing numerous loops of small bowel, with possible evolving/early small bowel obstruction as well as a large 13 x 20 cm left pelvic/adnexal mass worrisome for gynecologic neoplasm. Taken to or for open ventral hernia repair with possible ovarian cystectomy and bowel resection. This stapler misfired during use on patient. This malfunction caused the patient to have more bowel resected than would have been necessary, had it not misfired. After misfire, new stapler was obtained to finish case.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. What is the current status of the patient? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.